Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began approximately over 3 1/2 months prior to contacting lfs. On the evening of four months earlier, the patient stated he obtained a reading of "270 mg/dl" with the subject meter. As a result of the reading, the patient claimed he took an increased does of humalog insulin (2-3 units). Approximately two hours after taking the additional insulin, the patient reported that he "passed out." The patient claimed his neigbhor found him and contacted emergency services. It is unk if the patient's blood glucose was tested with the paramedic's meter; however, the patient reported that he was treated with glucagon by the paramedics and then taken to the emergency room. While in the ER, the patient stated his blood glucose was a "little over 100 mg/dl" when tested with the ER/hospital meter. In addition, he claimed he was treated with food and released hours later. At the time of troubleshooting, the cca confirmed that the patient was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated by an hcp for severe hypoglycemia after the alleged meter issue began.qa...

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.